Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a loss of capture and failure to sense. The patient is currently in hospice, therefore the health care professional (hcp) indicated that no device replacement was needed and the ICD was turned off. No adverse patient effects were reported. This ICD remains in service.